Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During a stroke procedure, no stand or table movements were possible. The user reported a delay in treatment, however, the procedure was continued and completed using the same system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.